Event description:
The company was informed that after implant surgery, the patient developed an abcess at the implant site. The patient was treated with antibiotics (type unknown), however, this did not resolve the issue. The patient's device was explanted in 2005 (exact date unknown).

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device was discarded and therefore will not return to the company for analysis. A review of the device history records revealed no anomalies. The center does not have any further details to provide regarding the infection or explant. The patient's infection resolved. The patient was implanted in the contralateral ear. This is the final report.